Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons and alarmed for a button error due to corroded keypad traces. The rewind, basic occlusion, and occlusion tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the customer had a button error on her insulin pump. Customer's blood glucose level was 290 mg/dl. Customer's mother reported that the insulin pump's buttons are not working. Insulin pump will need to be replaced. Customer also declined troubleshooting for her blood glucose level. No additional information provided.